Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was shutting off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be verified but was not able to be duplicated. The customer was found to be using old batteries, which may have contributed to device power off. However, the root cause is was not established. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was shutting off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was shutting off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.